Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was provided.

Event description:
The patient reported a rash and redness after wearing the pod on his abdomen. He stated that he tried several creams and ointments but all were unsuccessful. Upon removal he noticed an infection at site that required to be treated with antibiotics. The patient was unwilling to provide any further information about the event.